Event description:
Catheter breakage. The distal end of the catheter inserted into the pt was missing and not found even by x-ray. Only the catheter lock and the suture wing part were left on the body surface. The dementia pt was seen to have scratched the catheter insertion point. The indwelling period was 26 days. The sample was inserted into the left basilica vein around the elbow. The distal tip of the catheter was placed in the left subclavian vein. The part of catheter tubing about 40 cm long was in the pt's body and the 5 cm of the part was on the surface of the body.

Manufacturer narrative:
The complaint of an external catheter break is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a break in the tubing in which the elastic strength of the catheter tubing has been exceeded. The product instructions for use (IFU) caution the user to minimize the risk of catheter breakage and embolization by securing the catheter in place. The product instructions for use (IFU) provide written directions for securing the catheter as well as warning that excessive tension can cause the catheter to rupture.